Event description:
It was reported that during testing at the manufacturing, the pneumatic hose of the maestro drill was leaking air. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated, which revealed that the orings were dried.